Event description:
It was reported that a patient presented with dislodgement and high capture thresholds on the lv lead. During lead reposition, a venogram revealed that the vessel had contracted and the lv lead was unable to be repositioned. The physician elected to explant the lv lead with no replacement. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve hump height was measured within specification.